Event description:
A 3.0mm diameter x 18mm length endeavor rapid exchange (rx) drug-eluting coronary stent was deployed in a patient with no issue reported. The target lesion, located in the rca # 2 was described as severely calcified. During procedure, one other manufacturer stent was deployed to rca # 1. Communication from the field reported that 4 days post index procedure, 2 other manufacture stent were deployed at lad # 6-7. It was reported that 9 days post index procedure, the patient presented to hospital in cardiac arrest. Pci was performed with iabp support, cardiac massage was also performed. Poba was performed for vessel patency at rca # 1 and lad # 6 but cardiac beat could not be restored and patient death was confirmed. Because autopsy was not performed, the cause of death was not identified. However, the physician observation is that the other manufacturer stent deployed at rca #1, was occluded and this may have impacted on subsequent occlusion at lad #6. It was also confirmed that the relevant endeavor stent was fine and not related to the reported event.

Manufacturer narrative:
(B)(4). Root cause cannot be determined based on information available, death.